Event description:
It was reported by a family member that the patient had an infection. It was noted that there were no additional details. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v026380, product type lead; product ID 3387s-40, lot# v026239, product type lead. (B)(4).